Manufacturer narrative:
Additional information: the device did not pass through a previously deployed stent. Resistance was not noted while advancing the device to the lesion. Product analysis summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to distal stent segments with struts raised. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endeavor resolute rx coronary drug eluting stent was attempted to be used to treat a none tortuous, moderately calcified lesion exhibiting 70-90% stenosis in the left anterior descending (lad) artery. There was no issue when removing the device from the packaging. The device was inspected with no issues. Negative prep was performed with no issues. It was reported that the stent deformed in vivo during positioning. It was reported that the device was used in the patient, but not implanted because of the deformation, they removed the device and completed the procedure using other products. The patient is reported to be alive with no injury.